Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the oxygenator leaked. No pt involvement as this occurred during prime. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has rec'd the actual device for evaluation; however, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).